Event description:
It was reported that the customer's insulin pump broke. The customer's blood glucose level was 198 mg/dl. The plastic piece around the reservoir compartment broke off. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit was received with scratched lcd window, cracked case on display window corners, broken on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on broken battery tube threads, and missing end cap sticker.